Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The cleancare toothbrush head is an accessory to the sonicare power toothbrush system. The device serial numbers or manufacturing number were not provided. The customer last name was not provided.

Event description:
The consumer reported that their cleancare brush heads broke apart during use. A potential choking hazard was identified. No injury was reported.